Event description:
Site reports the airways connector broke off of the lma airway while the anesthesiologist was attempting to hook up the breathing circuit tube to the mask. There was no patient injury.